Event description:
It was reported that atrial pacing was noted to initiate supraventricular tachycardia (svt) and the need for atrial tachy response (atr) on this pacemaker. Technical services (ts) was contacted for further troubleshooting support. Ts noted that the early atrial pacing is the result of the avsearch + programming, as the rate of the patient is sensor driven. Reprogramming was recommended. This pacemaker remains in-service. No adverse patient effects were reported.

Event description:
It was reported that atrial pacing was noted to initiate supraventricular tachycardia (svt) and the need for atrial tachy response (atr) on this pacemaker. Technical services (ts) was contacted for further troubleshooting support. Ts noted that the early atrial pacing is the result of the avsearch + programming, as the rate of the patient is sensor driven. Reprogramming was recommended. This pacemaker remains in-service. No adverse patient effects were reported. Additional information was received. This pacemaker was suspected of premature battery depletion (pbd). The device was not returned for analysis; therefore, a technical analysis could not be performed. Technical services (ts) was contacted and noted that this pacemaker was depleting normally, with higher power consumption due to avsearch programming. Ts recommended reprogramming to preserve battery. This pacemaker remains in-service, no adverse patient effects were reported.

Manufacturer narrative:
This report is being updated to include the allegation of premature battery depletion (pbd), though technical services (ts) noted this device to be depleting normally. Increased battery consumption is the result of programming changes.